Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that 14 xia 3 titanium blockers migrated post-operatively creating what's known as an 'audible spine' where noise can be heard during movement. No revision surgery is scheduled at this time. This report represents the 1st of the 14 blockers.

Event description:
It was reported that 2 xia 3 screws migrated post-operatively creating what's known as an 'audible spine' where noise can be heard during movement. No revision surgery is scheduled at this time. This report represents the 1st of the 2 screws.

Manufacturer narrative:
Describe event or problem was corrected from 'it was reported that 14 xia 3 titanium blockers migrated post-operatively creating what's known as an 'audible spine' where noise can be heard during movement. No revision surgery is scheduled at this time. This report represents the 1st of the 14 blockers.' To it was reported that 2 xia 3 screws migrated post-operatively creating what's known as an 'audible spine' where noise can be heard during movement. No revision surgery is scheduled at this time. This report represents the 1st of the 2 screws.' The catalog number, product long description, and manufacturing site have been updated to reflect the product change. Visual inspection, functional inspection, dimensional inspection, and material analysis could not be performed as device is currently implanted. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. From the xia IFU: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Bending, disassembly or fracture of any or all implant components. Loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis, or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. The choice of proper shape, size and design of the implant for each patient is crucial to the success of the surgery. The surgeon is responsible for this choice which depends on each patient.patients who are overweight may be responsible for additional stresses and strains on the device which can speed up metal fatigue and/or lead to deformation or failure of the implants. The size and shape of the bone structures determine the size, shape and type of the implants. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. Improper selection, placement, positioning and fixation of these devices may result in unusual stress conditions reducing the service life of the implant. From the surgical technique: for increased bone purchase, use the modular taps to prepare the pedicle canal. It is possible that the loose screw may be contributing to the noise, but this cannot be definitively confirmed. It could not be confirmed if the surgeon tapped during this case.loss of screw purchase post-operatively can be caused by patient non fusion, improper screw hole prep, and/or improper screw insertion. It could not be confirmed if the surgeon tapped during this case.